Manufacturer narrative:
This issue was found internally when a meter was returned for investigation and the battery was removed from the meter and stored. No customer complaints were received noting this issue. Previous analysis of a similar issue showed the presence of gases in swollen batteries, including h2, o2, n2, and co2 which were observed in significant quantities as well as traces of hf and pof3 gases. Hydrogen fluoride (hf) is a colorless gas. When hydrogen fluoride is combined with water it is known as hydrofluoric acid, a colorless liquid. Systemic adverse health effects can occur by exposure to hydrogen fluoride/hydrofluoric acid by skin contact, inhalation, or ingestion. For all routes of exposure, the severity and timing of adverse health effects from exposure to hydrogen fluoride/hydrofluoric acid are primarily dependent on the concentration of hydrogen fluoride/hydrofluoric acid and the duration of exposure maximal allowed concentrations of hf related to occupational risk of exposure have been defined in both international and us guidelines. According to (B)(6) guidelines, the maximal allowed hf concentration is 3 ppm. According to us guidelines, aegl, a concentration of 1 ppm, over the time of 8 hours, is considered as "not-disabling", leading to transient, reversible discomfort. The volume of potentially leaking hf in this event was investigated. The worst case scenario estimated an hf concentration between 0.2 and 0.8 ppm. Considering the very low frequency of occurrence and probable detect-ability of the issue, relevant medical risk for exposed individuals can be excluded.

Manufacturer narrative:
The damaged cell was replaced with a retention cell within the battery pack in order to test the electronics of the battery pack. The battery pack electronics work without error.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku. (B)(6).

Event description:
An accu-chek inform ii meter was returned by a customer for investigation. The battery pack of the returned meter was found to be swollen upon receipt of the meter by the manufacturer,. The battery pack was removed from the meter by roche personnel and placed in a carton that is used to collect returned batteries. The battery pack later burst open which opened the battery housing and the foil pouch containing the battery cell. There was no damage due to emerged substances nor any visually detectable leakage of liquids or solids. There were no adverse events.